Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log confirmed that there was a record of non-disposable alarm. The reported problem could not be replicated. The primary cause was possible defective downstream sensor or cassette product. Preventively, the downstream sensor was replaced. Device passed all functional tests.

Event description:
It was reported that the device exhibited a 'cassette missing' alarm. The fault occurred during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.